Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. Customer changed out infusion set to address the alarm and resumed insulin delivery. Customer's blood glucose level was between 100-233 mg/dl.